Event description:
The manufacturer received information alleging a ventilator failed to power on after a software upgrade was attempted. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was replaced to address the issue. Additionally, the device's software was upgraded successfully. The device's buzzer assembly wire was found to be pinched and was replaced. Due to a life related smell the device's cooling fan assembly, flow sensor, blower assembly and muffler assembly were replaced. These issues would not affect the device's ability to deliver therapy as designed.